Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 385 mg/dl. The customer had symptoms such as blurry vision and sore throat. Customer's blood glucose value was 307 mg/dl at the time of the call and a blood glucose reading of 465 mg/dl the morning prior to call. Customer treated with manual injection. Customer reported that the she had a viral flu for weeks and that caused her blood glucose to rise. Customer also reported that the insulin pump had a keypad anomaly and the esc, act and b buttons does not work. Troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display, frozen screen or button error alarm noted. Unit time/clock moved. However, unit had unresponsive bolus express button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify bad battery, off no power and unexpected restart error alarms due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.